Manufacturer narrative:
Additional information provided in sections b.2., b.5., and h.11. After submitting initial report, information was received that there was no patient contact with the device involved. The malfunction was identified prior to patient exposure and there was no patient harm. The malfunction did not result in death or serious injury, nor was there any risk to the patient. Therefore, this event does not meet the criteria for reporting as a malfunction. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
According to new information received on 03-dec-2025, there was no patient contact.

Event description:
A healthcare professional reported that the injector lever failed to activate correctly upon deployment, resulting in the failure to deliver the intraocular lens (iol). The event occurred during iol implantation procedure. According to the additional information received, the iol remained stuck within the injector, therefore, it could not be inserted. This issue led to an extended procedure time as new lens/ injector had to be opened. The surgery was completed using another lens. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).